Event description:
The customer reported experiencing no button response from the insulin pump. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 193 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: no button response due to the j2/lcd keypad connector being unlocked. Pump received with cracked case at display window corners, reservoir tube lip, minor scratched and cracked display window.